Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd posiflush¿ normal saline syringes there was difficult plunger movement. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: "in the hematology department, it was difficult to push the injection in the process of using the product."